Event description:
Subsequently, 12.8 months later, the patient reported the lead had been capped and surgically abandoned, and replaced with another manufacturer's lead. No adverse patient effects were reported.

Manufacturer narrative:
This report will be updated if additional information is received.

Event description:
Boston scientific crm received information from a health care provider (hcp) that this lead had exhibited high out-of-range pace impedance measurements. Pacing thresholds and capture were normal, and there were no adverse patient effects. The patient is to be monitored at this time.

Manufacturer narrative:
This report will be updated if additional information is received or if the lead is explanted and returned for analysis.